Manufacturer narrative:
Analysis of the pump (B)(4) found the pump battery had high resistance and there were motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. Analysis identified residue on the gear shaft of the motor gear train that resulted in the motor stall. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. The previously reported (B)(4) no longer applies to this event. The (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported (B)(4) no longer applies to this event. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine sulfate (22 mg/ml, 0.130 mg/day), bupivacaine (3.5 mg/ml, 0.0206 mg/day) and clonidine (160.0 mcg/ml, 0.94 mcg/day) via an implantable pump for an unknown indication for use. It was reported that the pump stopped 3-months before early replacement indicator (eri). The patient was hospitalized (no symptoms reported). There were no reported environmental, external, or patient factors that may have led or contributed to the event. The pump was interrogated at the hcps office on (B)(6) 2018 and logs showed several messages. Images of the 8840 clinician programmer screen showed several "reset occurred - low battery", "reset occurred" messages with the earliest in the images showing (B)(6) 2018 at 15:06. A safe state message occurred on (B)(6) 2018 at 16:42. The rep indicated a "pump stopped active alarm" occurred on (B)(6)2018. The pump was replaced on (B)(6) 2018. The issue was resolved at the time of this report. The patient's status was alive - no injury.